Event description:
It was reported by the rep that (2) er320 were used during a laparoscopic appendectomy procedure. It was reported that the resident fired one or two clips correctly. The subsequent clips would just fall out of the jaws. The same thing happened with a second device. The case was completed with a third device and with no pt consequence.